Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, both reloads were able to fire, however, on the first one it did not perform well due to misfiring that resulted to an incomplete staple line distally and there was poor staple formation. To resolve the issue, another reload was used. However, on the second reload, the staple line was also incomplete distally. The surgeon then sutured the tissue in order to fix the staple line and complete the case. In addition, some staples fell into the patient cavity and were able to be retrieved.